Manufacturer narrative:
The investigation determined that higher than expected vitros hs troponin I (hstni) results were obtained from a single patient sample and a vitros quality control fluid processed using vitros immunodiagnostic products hs troponin I reagent lot: 1040 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. An ortho field engineer (fe) optimized adjustments to the microwell subsystem of the vitros xt 7600 system. Additionally, the fe decontaminated the microwell incubator. Following the service actions, quality control and patient sample results returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros hs troponin I (hstni) results were obtained from a single patient sample and a vitros quality control fluid processed using vitros immunodiagnostic products hs troponin I reagent lot: 1040 on a vitros xt 7600 integrated system. Patient 1 vitros hstni result of 68.0 ng/l (above the ami cutoff) vs an expected result of <1.5 ng/l (below the url cutoff) vitros hs troponin I low control lot: 0273 results of 58.48, 70.02, and 70.87 ng/l vs an expected result of 10.18 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros hstni results were not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).